Event description:
This is a verbatim report as received by valeant from (B)(6): case reference number (B)(4) is a spontaneous case report sent by a physician which refers to a female aged (B)(6). The patient's past medical history included (B)(6) ((B)(6) 2010) [herpes simplex] and dural fistula [dural fistula] due to cerebral thrombosis [cerebral thrombosis] in 2012, probably caused by oral contraceptives and smoking. The patient has no history of allergies or previous fillers. Past medication included: oral contraceptives. On (B)(6)2012, the patient was treated with 1ml restylane (lot number 11295) in the nasolabial folds using 30g needle. On the same day, the patient had concomitant treatment with dysport in the upper and middle third of the face with total of 129 units. Had 36 units in her front, 36 u in her periocular, 18 u in each side; 51 u in glabella and 6 u in her nasal, 3 u in each side. One or two months later, the patient had onset of redness looked pimple [implant site erythema] of unknown severity in the malar area near the nose. Patient squeezed the area and presented cellulite [implant site infection]. Since the patient has a medical history of dural fistula she was hospitalized for proper treatment. The outcome for redness looked pimple [implant site erythema] and cellulite [implant site infection] is recovered / resolved. During (B)(6) 2013, the patient presented redness point in her upper nasolabial folds (side unknown) with hypothesis of cellulite [implant site infection]. Severity of the event is unknown as the reporter only talked with her patient by phone and did not see her in person. The patient was hospitalized and received antibiotic treatment. The patient is presenting improvement. The outcome for hypothesis of cellulite [implant site infection] is recovering / resolving. The physician reported that the injection and product did not have relationship with the reaction. Reporting physician also informed that the otorhinolaryngologist raised the hypothesis frame cellulite to be related to the use of filler. A medical consultant at (B)(6) talked to the treating physician and informed her that after one year the product was probably degraded. Company comment: a causal relation to the treatment cannot be excluded for the first incident of implant site erythema and infection. For the second incident of suspected cellulite (implant site infection), the causality to restylane treatment is unlikely as one year had passed between treatment and onset of symptoms, and the product was likely degraded. On both occasions, the medical history (dural fistula) may have contributed to the preventive measures taken and the serious classification of the adverse event. A trend analysis showed that this was the second reported adverse event for restylane lot number 11295. A batch record review of restylane lot number 11295 has been initiated. Corrective action: the adverse events are already addressed in the labeling. No further action has been initiated. (B)(4). This case was received by (B)(6) 2013 and was forwarded to valeant on (B)(6) 2013.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4): implant site infection, implant site erythema, assessed as serious and possibly related.